Event description:
During lifeflight transfer of this patient, who was totally dependent on the external pacer, the pacer suddenly failed. The aircraft was diverted to another hospital's ER. This ER provided their lifepack 10, which was the same as the pacer equipment that failed, and the transfer was resumed. According to the chief flight nurse, the patient's status was felt to be unaffected by this occurrence. The cable was later found to be faulty by the clinical engineering dept.